Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The displacement test could not be performed due to unresponsive buttons. The insulin pump had a cracked case at a display window corner and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. It was stated that the customer was going to deliver insulin and when pressing the act button the screen locked and a button error alarm appeared. Customer removed the battery and could not clear the alarm. Customer did not know the blood glucose value. Nothing further reported.